Manufacturer narrative:
Additional information provided in d.10, h.3, h.6 and h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Three opened trocar handle/blade assemblies with tip protectors, one opened cannula/hub assembly attached to an infusion cannula, and two opened cannula/hub assemblies were received for evaluation. The returned samples were visually inspected. Sample 1 was found to be nonconforming for overlapped, sample 2 was found to be conforming, and sample 3 was found to be nonconforming of torn septum. Leak testing was then performed on samples 1 and 2 and both were found to be conforming. Leak testing could not be performed on sample 3 do to the damage of the sample. Although samples 1 and 2 were found to be conforming functionally for the reported issue; sample 3 could not be functional tested due to the damage observed. The exact root cause for the damage to sample 3 is unknown, however a possible contributing factor related to the manufacturing processes of the valves have been identified. An investigation has been completed and actions have been implemented in order to improve performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the valved trocar leaked. The procedure was completed without product replacement. There was no patient harm.